Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had fallen. Since the fall, the pt has been unable to receive adequate coverage. An impedance check revealed several invalid contacts. Reprogramming was unsuccessful. As a result, the pt will undergo surgical intervention.